Event description:
Paramedics attempted to use the device for routine ECG monitoring on a pt. The device reportedly failed to turn on. There were no adverse effects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device. The reported problem was confirmed. The root cause was determined to be due to the power pcb assembly. After replacing the power pcb assembly, proper operation was confirmed and the device was returned to the customer.